Event description:
A distal radius plate approximately 5-6 locking or cortex screws and one 4.0mm cannulated screw were reportedly removed because of partially retained hardware. The hardware was discarded.

Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.